Event description:
It was reported that the pacemaker exhibited competitive atrial pacing (cap) that resulted in patient arrythmia induction. No further information or patient information was reported.